Event description:
Patient's attorney states patient was implanted with a stainless steel plate for a left elbow fracture on (B)(6) 2009. It is alleged that the plate has corroded and shed metal particles into the patients body causing him to suffer metallosis. Reportedly the patient experiences severe skin reactions including blistering, swelling, discoloration and bleeding. Patient alleges he has difficulty sleeping due to discomfort and sunlight on his skin is unbearable and he must wear several layers of clothing. Patient fell down stairs in 2009. Patient was implanted with plate and screws for distal humerus fracture, plate and screws for proximal ulna fracture and an unknown cerclage wire at the proximal radius. Patient tested positive for nickel allergy on (B)(6) 2013. Hardware was removed on (B)(6) 2013. This report is on an unknown screw. This report is 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Report is for unknown screws. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.

Manufacturer narrative:
Device is used for treatment, not diagnosis.

Event description:
This report is 2 of 16 for (B)(4).